Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states stating that the device "heats up." It is known that the device was not used in surgery and that there were no injuries. It is not known if medical intervention occurred. There was no additional information provided.